Event description:
It was reported that high pacing threshold was observed. It was noted that physician will replace the lead when the patient's ICD reaches eri.

Manufacturer narrative:
No medwatch form was received.